Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the problem. Test has been performed. Fsr ran o2 setting up and down the scale at 10% intervals, using wall air and internal compressor. The customer stated that unit started out fine, then o2 dropped out and alarmed "low fio2" and the customer replaced o2 cell as possible problem. Fsr ran for approximately 1 hour with no issues. Suggested running for longer time period in shop and if problem occurs again, will replace unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator fio2 is out of range and o2 is set to 40 but only providing 21. At this time, there is no information about patient involvement on the reported event.